Manufacturer narrative:
There was no patient involvement. The serial number has not been provided. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that an s5 roller pump display was non-functional during maintenance. There was no patient involvement.

Manufacturer narrative:
Serial number: (B)(4). Device evaluated by service engineer. During maintenance it was confirmed that the lcd display was non-functional. Cracked pump covers on s5 single head and double head pumps were confirmed by the service engineer, parts were replaced. A review of the DHR could not identify any deviations or nonconformities relevant to the issue.